Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. No problem was found with the device during evaluation. No repairs related to the reported issue were made since the reported issue could not be reproduced. The device passed all applicable testing and is ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device was being used when they received a low flow alert. Nurse swapped device and sent this one down for service. As per follow up information received via phone on 20jan2023, no patient injuries reported.

Event description:
It was reported that the arctic sun device was being used when they received a low flow alert. Nurse swapped device and sent this one down for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.